Event description:
Patient admitted with "acute abdomen". Planned surgical procedure of lapaposcopy with appendectomy; open laparotomy if indicated" was performed. Attempted labaroscopic appendectomy was abandoned and an exploratory laparotomy with retroperitoneal exploration with control of bleeding iliac vein and internal iliac artery was done. The patient was treated for dic and expired on the fifth post operative day. Relevant devices: dyonics dyocam 65 video camera disposable autosuture trocardevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, unanticipated. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.